Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation as the serial number is unknown. All device history records are reviewed and released according to release procedure, a device is not released if it does not meet requirements or is nonconforming. The complaint could not be confirmed.

Manufacturer narrative:
(B)(4) clinical review of the medical records reveal the ventral hernias were likely related to the peritoneal dialysis catheter placement. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
Review of patient medical records revealed the patient experienced ventral (umbilical) hernias found in the upper abdomen that were likely related to the patient's peritoneal dialysis catheter placement. Follow-up with the patient's nurse he was not aware of the hernia's being present prior to peritoneal dialysis therapy beginning.